Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that a patient experienced diplopia and a stroke. After a pulsed field ablation (pfa) procedure involving a farawave catheter, the patient was admitted to recovery room. The patient complaint about having double vision, after further examination, CT scan, ultrasound/echocardiogram/tee/tte, and MRI it was stated that a mid-brain infarct occurred. The patient remained in observation and was discharged two days following the index study procedure. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.